Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) due to intermittent instrument clutch button issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator's (usm4) instrument clutch button was not working. The customer proceeded as a 3-arm configuration. The intuitive tech support engineer (tse) recommended performing a hard power cycle on the patient side cart when possible. There were no reports of patient injury, and the procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 25745 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm4) was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault within the insertion clutch switch assembly on the affected usm.